Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a return of symptoms. No troubleshooting was performed because the patient had lost her patient programmer (pp). The patient was going to try to get a replacement pp and see the healthcare professional (hcp) to address the urgency. It was noted that the change in therapy/symptoms was considered sudden that occurred a last week or so in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.